Event description:
A malfunction code 16-0x20e6 was reported involving a pump incident in sweden. The customer declined to disclose whether their blood glucose level exceeded 500 mg/dl, and no specific glucose level was provided, leaving the impact on the customer's blood glucose level unknown. Action was taken to address the malfunction by replacing the pump. The customer was informed about the need for a replacement, and instructions were provided for returning the problematic pump to tandem. However, the customer refused to reveal their backup insulin therapy plan.